Event description:
Procedure type: laparoscopy. According to the reporter: during the case, small piece of orange shavings fell in abdomen from the trocar. The shavings were retrieved per dr and given to rn (charge nurse). No pt injury was reported.

Manufacturer narrative:
(B)(4)